Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost stimulation coverage due to lead migration. The patient underwent a revision procedure wherein the paddle lead was repositioned. The patient was doing well postoperatively. No device was explanted.